Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Upon receipt of the sample, the outer sheath was torn off (fractured) at the catheter reinforcement and the stent graft was partially released for 10 mm. Additional info was requested numerous times, but was not provided. The complaint is confirmed and based on the info available, the root cause for the damage to the system could not be determined.

Event description:
It was reported that a stent graft was returned to the supply dept, as not working properly. The procedure is unknown and the failure mode was unknown. After the sample was evaluated, it confirmed that the stent graft failed to deploy and the outer sheath was fractured. Numerous attempts to obtain additional info were unsuccessful.